Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were noted that would result in high blood glucose levels or cause the cannula to become dislodged from the infusion site. Due to the adhesive pad having been worn, the original state of it could not be determined.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose reached 322mg/dl while wearing the pod on his abdomen for between 36 and 48 hours. His levels would not come down after correction. The patient stated that the cannula was out and that was why his levels were high. Part of the adhesive was also coming off. Recent setting changes had been made to the patient's basal, lowering it by 10%, after his doctor had changed his dosage before that. Treatment included giving himself a correction and then changing his pod. He was also going to give himself an injection.